Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient presented with following pre-op diagnoses: cervical stenosis at c3-4 and c6-7. Patient underwent following procedures: c3-4 and c6-7 anterior cervical diskectomy with fusion. Plating was done only at c6-7.hardware used: 6 mm peek graft with rhbmp-2/acs at c3-4 and a 9 mm peek graft with rhbmp-2/acs at c6-7. A 30 mm plate at c6-7 with four 14 mm self drilling titanium screws. As per op notes, the old plate was identified and removed and she was found to be excellently fused at c4-5 and c5-6. Surgeon then turned to c3-4 and c6-7 levels. Where, at the conclusion of the diskectomy end plates were prepared for fusion and peek filled with rhbmp-2/acs were inserted into the intervertebral disk space. Final x-rays confirmed placement of the grafts and the hardware. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.